Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead had to be replaced several times due to the lead not fixating and the measurements were not acceptable. It was noted that repeated attempts were made but the lead would not stay in the atrial tissue and appeared to have dropped off on x-ray. Due to this the cardiac resynchronization therapy defibrillator (crt-d) ra setscrew had to be screwed out several times. Then the screw could no longer be grasped with the wrench and the screw was stuck in the silicone grommet. The crt-d and ra lead were not implanted and were replaced with a new products. No patient complications have been reported as a result of this event.